Event description:
It was reported that the patient was "in pain all the time".

Event description:
It was reported that the patients pump had alarmed. It was stated that the physician made a timing mistake on the old pump as the patient had heard alarms before. The outcome of the patient and event was not provided. The drug delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type: catheter. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).